Event description:
It was reported by the distributor, pinholes were detected in the bending section the tracheal intubation fiberscope. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeled off due to deterioration. This report is to capture the reportable malfunction of the peeled off coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Watertightness was not maintained due to holes in the curved rubber caused by external factors. The bending angle was insufficient due to the elongation of the angle wire. Poor brush insertion was found in the forceps channel. The insertion tube was crushed and buckled due to an external factor. The curved rubber adhesive was missing. The eyepiece was damaged due to external factors. There was index peeling of the light guide mounting part base. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.